Event description:
Pt presents with progressive pain presistant swelling and instability with x-rays showing loss of cushioning between the medical components and probable erosion of screw and there is a cystic appearance in the proximal tibia medially and laterally consistent with erosion from debris.